Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she believes the insulin pump delivered too much insulin and she bottom out. The customer was involved in a car accident, and she was disconnected from the insulin pump. The caller stated that while she was preparing to go to the hospital she gave herself 8.0 units of insulin. The customer experienced dry mouth, nausea, tighten skinned pressure behind the eyes, very thirsty, and elevated heart rate. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. No further information was provided.